Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a o2-sensor/cell communication error and calibration issues during breathing safety valve test. The data in the test log reflects the recordings in the internal log. The ventilator was investigated by our field service engineer (fse), the pull magnet and plug-and-play printed circuit board (pcb) was found to be defective and the fse resolved the reported failure by replacing it. Then the ventilator passed all functional and safety test and was cleared for clinical use. The replaced parts were sent for further investigation and both parts were tested separately and together. Both pull magnet incl. Bracket and the pcb ventilated for over a week and pre use check (puc) was done without any issue before and after. The root cause for the reported issue could not be determined.

Event description:
Manufacturer reference ID: (B)(4).